Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not closed. A field service engineer replaced cable and latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system refrigerator not closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.